Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's blower assembly was replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the whisper cap was missing, rubber feet and hdle o-rings are damaged, air pollen filter will be replaced due to preventive maintenance, oxygen blending module gasket, blower bellows, oxygen blending module element it, oxygen blender flow element kit, oxygen blending module tubing kit, tubing kit and flow sensor assembly are contaminated, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 : third-party service center.